Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(6), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
It was reported that in (B)(6) 2011, there was a snow storm, the office was closed and the nurse could not come in, because the patient wasn¿t able to get the pump filled, he heard the empty alarm (said it sounded like a (B)(4) ambulance) for five days. The pump system was delivering clonidine, baclofen and dilaudid.